Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shut off while attempting delivery of a shock on a patient. No patient harm was confirmed.